Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ what was the name of the procedure? ¿ when did the suture split (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the suture got split in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.